Event description:
MRI (B) (6) 2009. During MRI, pt experienced warming in pelvis and left arm. Procedure had to be stopped due to discomfort. Pt applied ice packs for the remainder of the day and evening. Pt still experiences pain on and off in right hip. Pt is making formal written complaint at user facility.